Manufacturer narrative:
Additional manufacturing narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported: "rad-57 handheld pulse co-oximeter appears to not be calibrated correctly. Does this need to be sent in to be checked? Can we calibrate onsite?" No patient impact or consequences were reported.